Event description:
During service, the baxter repair tech reported a fail code 812:02 on channel a. The hosp rep stated that there have been no reports of any pt incident involving this pump since that last baxter service event.